Event description:
It was reported that the patient presented for a generator upgrade procedure. During the procedure, it was noted that the atrial lead exhibited low pacing impedance, failure to sense and failure to capture. The lead was capped and exchanged on (B)(6) 2022. The patient was stable in condition.